Event description:
It was reported that the patient had an 80% de novo lesion in the left main coronary artery on (B)(6) 2014. Three xience xpedition stents, sizes 3.0x23mm, 3.5x28mm, 2.75x18mm, were implanted and the patient recovered well after the stent procedure. On an unknown date after the stent procedure, the patient experienced chest pain and distress occasionally. On (B)(6) 2014, the patient was hospitalized due to aggravated symptoms. In-stent restenosis was identified based on the angiography. A stent was implanted at the far-end of the original stent. The patient was discharged on (B)(6) 2014 after his condition improved. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: stent: 3.5x28mm, 2.75x18mm xience xpedition; other: aspirin, other antiplatelet drug. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances from the reported lot. The reported patient effects of angina and restenosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.